Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was no longer responsive. The customer recalls moisture damage to the insulin pump prior to this problem. The customer also reports issues with moisture in the screen. Blood glucose level at the time of the incident was 248 mg/dl. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test. No moisture damage found inside reservoir or battery compartment or electronic or motor assembly. (B)(4).